Event description:
(B)(4) immediately after having essure implanted I started suffering from chronic fatigue, depression, anxiety, mood swings, chronic migraines, blurred vision, brain fog, severe menstrual cramps, heavy menstrual bleeding, pelvic pain, joint and muscle pain, sciatic nerve pain and insomnia. Since having essure my life has changed dramatically. Due to depression and fatigue my normal daily activities have become difficult. I have a lack of interest in most things in my life. This has caused great damage to my relationships with my family. And I have lost countless hours of time with them.